Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that review of the log files revealed that the controller exhibited an unexpected loss of power and vad disconnect alarms.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pioneer controller displayed a display error and generated four controller fault alarms, indicating internal battery end of life. The product is not implantable and will be replaced in the future. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction of section b5 and additional product in h11. Also, the revision to the codes and product event summary. Correction: additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2021 / serial#: (B)(6) d9: no h3: yes h4: mfg date: 27-jul-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Revised product event summary: two (2) controllers (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not per formed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed this was the patient¿s primary controller in use during the reported event. Of note, the alarm log file for (B)(6) was not available for analysis. However, review of the data log file revealed several data points which logged a controller fault alarm indicating internal battery end of life between (B)(6) 2025 at 11:00:42 and (B)(6) 2025 at 15:13:38. Furthermore, several event exceptions were logged since (B)(6) 2025, indicating an issue with the internal battery. The controller (B)(6) was in use for more than (2) years. Review of the event log file revealed three (3) controller power-up and associated pump start events were logged on (B)(6) on 11/jan/2025 at 18:36:53, 19:12:15, and 19:55:39, indicating a loss of power to the controller. The controller was without power for 14, 12, and 13 seconds respectively. No anomalies were recorded leading up to the losses of power. Log file analysis associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 23:25:54, indicating the pump was powered on without a driveline connected. As a result, the reported controller fault alarm, vad disconnect, and no power events were confirmed. However, the reported display error could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with display error can be attributed, but not limited, to a display connection failure, faulty component in the display circuitry of the printed circuit board and/or due to a faulty lcd display module. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible causes of the reported controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the vad disconnect alarm associated with (B)(6) can be attributed to powering up the controller without the driveline connected. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that review of the log files revealed that the one controller exhibited unexpected loss of power and a second controller exhibited vad disconnect alarms.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed this was the patient¿s primary controller in use during the reported event. Of note, the alarm log file for (B)(6) was not available for analysis. However, review of the data log file revealed several data points which logged a controller fault alarm indicating internal battery end of life between (B)(6) 2025 at 11:00:42 and (B)(6) 2025 at 15:13:38. Furthermore, several event exceptions were logged since (B)(6) 2025, indicating an issue with the internal battery. The controller (B)(6) was in use for more than (2) years. Review of the event log file revealed three (3) controller power-up and associated pump start events were logged on (B)(6) on (B)(6) 2025 at 18:36:53, 19:12:15, and 19:55:39, indicating a loss of power to the controller. The controller was without power for 14, 12, and 13 seconds respectively. No anomalies were recorded leading up to the losses of power. Log file analysis associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 23:25:54, indicating the pump was powered on without a driveline connected. As a result, the reported controller fault alarm, vad disconnect, and no power events were confirmed. However, the reported display error could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with display error can be attributed, but not limited, to a display connection failure, faulty component in the display circuitry of the printed circuit board and/or due to a faulty lcd display module. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible causes of the reported controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.